Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that oversensing caused a single inappropriate inhibited cycle. Loss of capture was also observed for one beat following lead impedance testing during a routine device follow up. Patient was nonsymptomatic during and following testing. Patient will return to the clinic in approximately one month for further testing and reprogramming if deemed necessary. The device remains in use. No patient complications have been reported as a result of this event.